Event description:
It was reported that using an unspecified artery access approach during a procedure of the proximal left anterior descending (lad) after predilatation the 4.0 x 33 mm xience prime stent was implanted without noted issue. Post dilatation was completed using a 4.0 x 15 mm balloon dilatation catheter (bdc) at 16 atmosphere (atm) and a 4.5 x 10 mm bdc at 14 atm. The final outcome was good with timi 3 flow achieved. A repeat angiography was performed and no stent thrombosis was visualized. There was no reported adverse patient effect. During transport of the patient to the recovery section the patient experienced rapidly decreased blood pressure; an intraaortic balloon pump (ibp) was used but the patient could not be revived and died. The cause of death was noted as electro mechanical dissociation. No additional information was provided.

Event description:
A cine of the procedure was received and reviewed by an abbott clinical specialist who concluded that post stent implant results were good with adequate distal flow. The final image shows an intraaortic balloon pump (iabp) positioned in the descending aorta. The reviewer concluded the images are consistent with the incident description.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: heparin, tirofiban, clopidogrel, aspirin. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.